Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 04060 were returned and analyzed. The data files showed at least two applications were performed with the returned balloon catheter on the date of the event. Additionally, 9 applications were performed with a different balloon catheter without any issues on the date of the event. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issue. Catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The leak test performed without any issue. The reported issue was not confirmed through data analysis and testing. The balloon catheter passed the functional test as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the connector between the balloon catheter and the y-connector was looser than expected. In order to avoid the risk of air ingress, both the balloon catheter and y-connector were replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.